Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's current blood glucose was 123 mg/dl. Customer's blood glucose at the time of the incident was 88 mg/dl. Customer stated that she was on a temp basal and it was really hot outside when the alarm occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
There was no button error alarm during testing. However, the pump had an intermittent button response due to the corroded keypad traces. The pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked case at reservoir tube window corner.